Event description:
Nursing staff went to remove 16 french foley catheter from patient and the balloon would not deflate. Staff were forced to remove while balloon was still inflated, causing stress and pain to patient. FDA safety report ID# (B)(4).